Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient experienced positive and negative dysphotopsias immediately after cataract surgery involving a posterior capsule tear and placement of a light adjustable lens (lal, sn (B)(6) +14.0d) on 08/03/2023. An explant, a posterior vitrectomy and implant of a new lal (sn (B)(6) +14.0d) occurred on 01/19/2024 . Rxsight's first awareness of this event was on 01/19/2024.

Manufacturer narrative:
The lal was returned in fragments and significantly damaged due to the explant procedure; no additional test was able to be performed on the lal fragments. Section h6 codes were updated. Manufacturer reference #: (B)(4).